Manufacturer narrative:
Product complaint # (B)(4). Additional information: d4: UDI: as the catalog/model number was not provided, the (01) gtin is not available additional information has been requested however not received. Attempts to obtain the device have been made. If further details are received at a later date a supplemental medwatch will be sent. Reported by health authority ¿ no further details -what is the current status of the patient? Can you please confirm what is meant by the expression ¿needle came off of the suture thread and pinged¿? Did the needle fall into the patient? If so, was the needle piece(s) retrieved during the same procedure? Were x-rays taken to locate the needle piece(s)? What measures were implemented to retrieve the broken piece? Was there any additional tissue damage resulting from the search for the needle piece? - does a fragment of the needle remain in the patient¿s tissue? If so, is there any plan in place to remove the needle piece in the future? If so, could you please provide the scheduled date for the removal? In which tissue structure was the broken needle located? What is the surgeon¿s opinion of the potential consequences for the patient? - could you please provide the lot number? - please provide the source or name of person providing answers to follow-up questions. No product is available for return. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported a patient underwent an unknown eye procedure on (B)(6) 2026 and suture was used. The surgeon was suturing cornea when needle came off of the suture thread and pinged. Eye was checked as was drape and it could not be located. The eye was checked under microscope, surround area was checked, nurse in charge informed. Device availability unknown. Additional information has been requested.